Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), pelvic infection ("pelvic infection") and genital haemorrhage ("abnormal bleeding (general)") in a 34-year-old female patient who had essure (batch no. 959220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational diabetes, anxiety and obesity. Concurrent conditions included morbid obesity, fluid retention, generalized anxiety disorder, seasonal allergy, paraesthesia, multigravida, weight gain, cervicitis and adenomyosis. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as citalopram hydrobromide (celexa), diazepam (valium), metformin, minocycline hydrochloride (minocin), naproxen (naprosyn) and phentermine (adipex). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ painful intercourse"). In 2012, the patient experienced vaginal infection ("vaginal infection") and urinary tract infection ("urinary tract infection"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)/sex drive changed."), dysmenorrhoea ("dysmenorrhea (cramping)/heavy cramping/painful periods"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced nausea ("nausea") and hair growth abnormal ("hair growth"). In (B)(6) 2012, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and weight fluctuation ("weight flucatuation/ weight gain/ loss"). In (B)(6) 2013, the patient experienced hot flush ("hot flashes"). On an unknown date, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems or changes"), tooth fracture ("dental problems"), fungal infection ("infection yeast"), candida infection ("infection yeast"), abdominal pain lower ("lower & middle abdomen") and abdominal pain ("middle abdomen pain"). The patient was treated with antibiotics, surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic infection, genital haemorrhage, bladder disorder, urinary tract disorder, tooth fracture, dyspareunia, fatigue, fungal infection, candida infection, migraine, nausea, hot flush, vaginal discharge, hair growth abnormal, vaginal infection, weight fluctuation, abdominal pain lower, abdominal pain and urinary tract infection outcome was unknown, the female sexual dysfunction and headache was resolving and the dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, candida infection, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, hair growth abnormal, headache, hot flush, migraine, nausea, pelvic infection, pelvic pain, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion pathology test - on (B)(6) 2016: on (B)(6) 2016 pathology test was done result contain ," cervix:mild acute/chronic cervicitis with associated reactive change.:follicular cervicitis, mild chronic endocervicitis.","uterus: unremarkable secretory phase endometrium, minimal adenomyosis.","fallopian tubes, right and left: transverse sections identified" concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record dysmenorrhea, pelvic pain, hair growth. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs recieved. Event added: pelvic infection. Preferred term of event dental problems was updated from tooth disorder to tooth fracture. Output of event sex drive changed was updated from unknown to recovering/ resolving. Concomitant drug and treatment drug was added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in a 34-year-old female patient who had essure (batch no. 959220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational diabetes, anxiety and obesity. Concurrent conditions included morbid obesity, fluid retention, generalized anxiety disorder, seasonal allergy, paraesthesia, multigravida, weight gain, cervicitis and adenomyosis. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as citalopram hydrobromide (celexa), diazepam (valium), minocycline hydrochloride (minocin), naproxen (naprosyn) and phentermine (adipex). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal infection ("vaginal infection"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)/sex drive changed."). In (B)(6) 2013, the patient experienced hot flush ("hot flashes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)/heavy cramping/painful periods"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), fungal infection ("infection yeast"), candida infection ("infection yeast"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), hair growth abnormal ("hair growth"), weight fluctuation ("weight fluctuation"), abdominal pain lower ("lower & middle abdomen"), abdominal pain ("middle abdomen pain") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingectomy.) And surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, fatigue, fungal infection, candida infection, migraine, nausea, hot flush, vaginal discharge, hair growth abnormal, vaginal infection, weight fluctuation, abdominal pain lower, abdominal pain and urinary tract infection outcome was unknown, the dysmenorrhoea had resolved and the headache was resolving. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, candida infection, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, hair growth abnormal, headache, hot flush, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion pathology test - on (B)(6) 2016: on (B)(6) 2016 pathology test was done result contain ," cervix:mild acute/chronic cervicitis with associated reactive change.:follicular cervicitis, mild chronic endocervicitis.","uterus: unremarkable secretory phase endometrium, minimal adenomyosis.","fallopian tubes, right and left: transverse sections identified". Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record dysmenorrhea, pelvic pain, hair growth. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in a 34-year-old female patient who had essure (batch no. 959220, 959220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational diabetes, anxiety and obesity. Concurrent conditions included morbid obesity, fluid retention, generalized anxiety disorder, seasonal allergy, paraesthesia, multigravida, weight gain, cervicitis and adenomyosis. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception as well as citalopram hydrobromide (celexa), diazepam (valium), minocycline hydrochloride (minocin), naproxen (naprosyn) and phentermine (adipex). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal infection ("vaginal infection"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)/sex drive changed."). In (B)(6) 2013, the patient experienced hot flush ("hot flashes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)/heavy cramping/painful periods"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), fungal infection ("infection yeast"), candida infection ("infection yeast"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), hair growth abnormal ("hair growth"), weight fluctuation ("weight flucatuation"), abdominal pain lower ("lower & middle abdomen"), abdominal pain ("middle abdomen pain") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingectomy.) And surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, fatigue, fungal infection, candida infection, migraine, nausea, hot flush, vaginal discharge, hair growth abnormal, vaginal infection, weight fluctuation, abdominal pain lower, abdominal pain and urinary tract infection outcome was unknown, the dysmenorrhoea had resolved and the headache was resolving. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, candida infection, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, hair growth abnormal, headache, hot flush, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2016: on (B)(6) 2016 pathology test was done result contain ," cervix:mild acute/chronic cervicitis with associated reactive change.:follicular cervicitis, mild chronic endocervicitis.","uterus: unremarkable secretory phase endometrium, minimal adenomyosis.","fallopian tubes, right and left: transverse sections identified". Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record dysmenorrhea, pelvic pain, hair growth. Most recent follow-up information incorporated above includes: on 1-jun-2018: pfs+mr received: hot flashes, vaginal discharge, hair growth, vaginal infection, weight fluctuation, lower & middle abdomen pain" ,urinary tract infection lab data , reporter, product information added from pfs. Concomitant and historical condition are added from medical records. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) female patient who had essure (batch no. 959220, 959220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)/heavy cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), fungal infection ("infection yeast"), candida infection ("infection yeast"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, tooth disorder, dyspareunia, fatigue, fungal infection, candida infection, migraine and nausea outcome was unknown, the female sexual dysfunction and dysmenorrhoea had resolved and the headache was resolving. The reporter considered bladder disorder, candida infection, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, migraine, nausea, pelvic pain, tooth disorder and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 49.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs and medical record received: reporter information, patient details, lab data, product information were added. Case was upgraded to incident. Previously reported event severe physical injuries was updated to: abnormal bleeding (general), apareunia (inability to have sexual intercourse), bladder problems, urinary problems or changes, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, infection yeast, infection candida, pelvic pain, migraines, headaches, nausea. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.